Event description:
The rptr indicated that the device was checked 4 mos ago and was working properly. On 3/15/99, the pt went to emergency room with a heart rate in the low 30s. Intermittent output was observed, and upon inquiry, the backup screen appeared. Attempts to reset the device were unsuccessful. A replacement will be planned.